Event description:
It was reported that the metal plate on the device's hard paddle had come out of its socket. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering information for a replacement adult hard paddle assembly. The customer placed the order and replaced the assembly, restoring proper device operation. The replaced adult hard paddle assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.